Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and could not deflect as intended. There was no patient consequence. The procedure was completed successfully with a similar-like device. This event was originally considered non-reportable, however, bwi became aware of braid wire exposed on the product returned on (B)(6) and have reassessed the event as reportable due to the potential risk for the patient.

Manufacturer narrative:
This supplemental report is in response to an FDA letter received by bwi, postmarked may 11, 2015 regarding report number: 9673241-2014-00414 ((B)(4)). Please provide a summary of the results for any investigation, evaluation, and/or failure analysis, including root cause identification, relevant to the reported event. Please include: a complete description of methodology(ies) used, an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved and any conclusions reached based on the investigation and analysis results. Response: it was reported that while performing an ablation procedure with a thermocool smarttouch bi-directional navigation catheter, the complaint device lost its ability to deflect. Bwi has assessed loss of deflection events as not MDR reportable; it is listed in risk management documents as a low risk, since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, upon receipt of the product, the bwi failure analysis lab (fal) discovered exposed braids which made the event MDR reportable due to the potential risk for the patient. The bwi failure analysis lab received the device for evaluation. The catheter was visually inspected and the peek housing, which is an external component of the tip, had a small gap in its proximal end with reddish brown material similar to human blood inside the area. A gap in the transition does not present risk to the patient when the integrity of the tip is not compromised. However, internal braid wires were exposed at the transition which made this lab finding MDR reportable. Bumps were also observed along the length of the shaft. Next, an x-ray image was taken to analyze the complaint device. It was found that both t-bars, internal components of the catheter that contribute to the deflection mechanism, slid out of place, leaving a space just below the peek housing. The dislocation of the t-bar may contribute to the crack in the peek housing and bumps that were observed along the length of the shaft. The catheter was also tested for deflection, and failed. The t-bar displacement was the root cause of the original deflection issues reported by the customer. Please provide any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. Response: as described in response #1, it was found that the root cause of the deflection issue was related to the displacement of the t-bar, which is an internal component of the catheter that is part of the deflection mechanism. If the t-bar moves from its original place, the deflection function is affected. The root cause of the peek housing gap was due to displacement of the t-bar, and we have not observed this damage to the peek in any other mode. The t-bar slid down from its original position to the proximal end of the peek housing, creating an internal pressure point which caused the gap at the transition between the peek housing and the tip. In this case, metal braids were exposed from out of this peek housing gap. Ar please provide a complete list of all medical device reporting MDR access numbers, as well as the reason for their inclusion in the trend. Response: including this event (9673241-2014-00414), there has been 25 total MDR reportable events with the same failure mode for the functional families, smarttouch bi direction and smart touch unidirectional. These complaints have been selected as a part of this trend because they all exhibited deflection issues due to t-bar slippage. # manufacturer¿s ref. No. MDR access report # functional family product code MDR decision 1 (B)(4) . Please describe any actions to address the ¿internal corrective action was opened for the t bar issue and also for the peek housing issue. Based on the analysis results, the bumps initially stated were the t bars that cut the tip lumen internally and started to break through¿ response: a CAPA was opened to address the t-bar displacement failure. The following are the actions taken for the CAPA opened for the t-bar issue: immediate retraining of the operators on the relevant process instructions - completed march 4, 2014 implementation of an in-process inspection on puller wire installation to monitor proper procedure execution and sub-assembly construction- completed 19 march 19, 2014 transitioned the training procedures for production operators to require certification for the process related to t-bar assembly - completed september 30, 2014 modification of process instruction for ¿install puller wire¿, to incorporate additional steps to assure the proper assembly of the t-bar - september 30, 2014 all corrective actions within the CAPA were completed on september 30, 2014. Production of catheters with the implemented improvements began in october 2014. The complaint device (lot # 17009206m) was manufactured prior to october 2014. Biosense webster, inc. Will continue to monitor and trend this issue. If you have any questions regarding the response provided please do not hesitate to contact us.

Manufacturer narrative:
Manufacturer's reference # (B)(4). It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and could not deflect as intended. There was no patient consequence. The procedure was completed successfully with a similar-like device. This event was originally considered non-reportable, however, bwi became aware of braid wire exposed on the product returned on september 14th and have reassessed the event as reportable due to the potential risk for the patient. The bwi failure analysis lab received the device for evaluation. Upon receiving, the catheter was visually inspected and the peek housing and tip lumen transition was cracked opened with reddish brown material similar to human blood inside the area. Braid was exposed. In addition, the tip lumen had a bump about 1.2 mm and a scratch down to 9 mm with another bump with the metal about to break through from the transition with peek housing. An x ray of the catheter was taken and it was noticed that both t bars slid down, leaving a space just below the peek housing. Since there is no internal support, this condition may contribute to the crack in the peek housing. No detach sections were observed. These conditions were not reported by the customer. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage peek housing from leaving the facility. An internal corrective action was opened for the t bar issue and also for the peek housing issue. Based on the analysis results, the bumps initially stated were the t bars that cut the tip lumen internally and started to break through. Since the t bars were out of place, that was the root cause of the deflection issues reported by the customer. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. Internal corrective actions were opened as initially stated.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. (B)(4).